Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Cart was damaged during transit. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
MFR received date: 22 aug 2019. Date of report received: 23 aug 2019. The field service engineer confirmed the allegation of physical damage. The cart was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.